Manufacturer narrative:
Initial reporter address: (B)(6). The baxter technician found the cable high/low actuator needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. The technician replaced the cable high/low actuator to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that progressa frame had high/low actuator moving by itself. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.